Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent damage, failure to deliver the stent). Patient's condition affected effectiveness of device (target lesion exhibited approximately 80% stenosis). Evaluation conclusions: known inherent risk of procedure (stent damage, failure to deliver the stent). Device failure/lack of effectiveness related to patient condition (target lesion exhibited approximately 80% stenosis).

Event description:
The physician intended to implant an integrity bare metal stent to treat a lesion in the proximal circumflex with 80% stenosis. Difficulty was encountered during attempted delivery and the device was removed. Post removal it was observed that the stent was damaged. No abnormalities were noted with the device during device preparation or inspection prior to use. The lesion was treated using another integrity stent. No clinical sequelae reported. Evaluation summary: the device was returned for evaluation. The stent had moved distally covering the distal tip and marker band. All the stent segments were damaged and misaligned. Crimp impressions were evident along the exposed proximal balloon portion.